Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a vascular procedure, there was a cutting clip. The clips wouldn't hold on a small collateral artery, as they were not completely closed. Moreover, one of the clips cut the vessel. The issue caused a bleeding in unknown quantity but not requiring a transfusion, according to our contact. The bleeding was controlled with compresses and fastidious manual sutures due to the proximity of lingual and facial nerves. The procedure was extended by thirty minutes. Device was discarded.